Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. During troubleshooting, no issues were found with the expiratory cassette, therefore it was determined that the expiratory valve coil was the cause of the failed test and it was therefore replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. A defective expiratory valve coil may lead to stop of ventilation. Evaluation of the provided device logs confirms the reported issue with the failed pressure transducer test, particularly that the expiration valve test failed due to the voice coil force being out of range. The expiration valve subtest checks the expiratory valve at four different pressures, requiring the measured values to be within a defined range. Additionally, the subtest checks the offset and the gain for the expiratory valve. The provided device logs show that the expiratory valve coil had a gain within the acceptable range, but the offset was elevated. The replaced expiratory valve coil was returned for further investigation. A visual inspection of the returned expiratory valve coil revealed no abnormalities. The valve coil was then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed for 24 hours without generating any alarms or errors. After the ventilation period, several pre-use check were performed, all of which passed. The conclusion is that the device failed to meet its specifications during the reported event. The issue could not be reproduced at manufacturing site during further investigation. Nevertheless, based on the available information and the provided device logs, it is likely that the expiratory valve coil contributed to the event, and a valve coil failure is considered the most probable cause.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.